Manufacturer narrative:
The pushwire and pipeline were returned for evaluation without the marksman catheter. The pipeline was found released from the capture coil; therefore, the event cause could not be determined.(B)(4).

Event description:
Treatment of an aneurysm. During the pipeline deployment, it was reported that the pipeline could not be released from the capture coil; therefore, it was removed from the patient and found twisted. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
Received additional information on 06/14/2013 and updated the MDR stating that the aneurysm was a left bilobed pca (posterior carotid artery) aneurysm measuring 15mm in size.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).